Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was recieved from company representative that the vitrectomy procedure was completed by changing another cassette. There was no patient contact and harm.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A photo of the pak label is attached has been reviewed by the manufacturing site. The product and lot information seen matches what was reported. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported probe device for retina did not aspirate before surgery. There was no report of patient harm.